Event description:
It was reported that the patient experienced inadequate stimulation due to lead impedance. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7140869. UDI: (B)(4).